Event description:
It was reported that the unspecified bd syringe experienced a hole in syringe on the side of barrel. The following information was provided by the initial reporter: consumer reported that the syringe has a hole on the side of the barrel, she stated that she noticed it when she was drawing the insulin.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Device expiration date: unknown. Device manufacture date: unknown. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. (B)(4).

Event description:
It was reported that the unspecified bd syringe experienced a hole in syringe on the side of barrel. The following information was provided by the initial reporter: consumer reported that the syringe has a hole on the side of the barrel, she stated that she noticed it when she was drawing the insulin.

Manufacturer narrative:
H6: investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. Due to the batch being unknown, no DHR review can be completed.